Event description:
Hospital sterile empty vial with injector is designed to work with the hospira pca pumps. The lot# 69-402-r1 is not been read by the pumps. Dates of use: 2009. Diagnosis: pain management.